Manufacturer narrative:
Complaint of failure to interrogate was confirmed. Device was received with no telemetry. Device was cut open and examined. The telemetry coil did not show any anomaly and battery was found to be in normal range of operation. Telemetry was unable to be established after recycling power to device likely due to unknown u2 xena ic issue. Electrical assessment was otherwise normal. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic for a magnetic resonance imaging (MRI) scan. Prior to scan, the pacemaker failed to be successfully interrogated. The device was explanted and replaced. The patient was stable.